Event description:
It was reported that during a lap oophorectomy, the staple one was not complete. Used another device to complete the case with no pt consequence.

Manufacturer narrative:
D4: serial # = na.